Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: a review of the pump black box showed one unexplained pump reboot. A visual inspection of the pump revealed a crack in the battery compartment. There was no evidence of moisture contamination inside battery compartment; moisture was observed behind the display lens. The battery cap was not returned. A test battery cap was able to fit to maintain electrical connection and was used to complete a 12 hour duration test with no pump reboots duplicated. A leak test failed due to a battery compartment leak. The pump¿s cover was removed and internal moisture was found on the internal components and the printed circuit board. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.